Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
It was reported that while on a patient, the staff noticed that one of the two absorber bypass valves had become loose and this generated a leakage between the patient cassette and the co2 absorber. Audible and visible alarms were generated to notify the user. There was no patient harm reported. (B)(4).